Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify failed battery test alert due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder error. Customer's blood glucose level was unknown. Customer stated insulin pump had failed battery alarm. Customer stated drive support cap was normal. Customer stated insulin pump exposed to high magnetic field. Customer advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.